Event description:
The customer reported that the monitor was flickering and cutting out during a colonoscopy procedure involving an olympus monitor. The procedure was completed using the same device. There was no patient injury reported.

Manufacturer narrative:
The device was not returned to olympus for inspection, but the reported failure was confirmed by an olympus remote tech service. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.